Event description:
The user facility reported that during a cystoscopic fulguration the black tip came apart from the distal end of the electrode. No device fragments fell into the patient, as the black tip came apart before it was introduced into the patient. The procedure was completed using a different but similar device. No patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. This report will be supplemented if the device is received and/or additional information is received later.